Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the tore off during insertion. The lens was implanted and removed without pt injury. It was stated by the contact that the cause of the lens tear was unk. Also, the contact could not recall the model and lot numbers of the cartridge and injector used during surgery.